Event description:
Boston scientific received information that at routine device change out, this chronic implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to the new device. The lead was connected to the old device and acceptable measurements were observed. Boston scientific technical services (ts) discussed how the new device performed the shock lead impedance test and the different vectors. Triad and coil to coil returned high out of range measurements, while rv coil to can returned acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead remains in service with the shocking vector programmed rv coil to can. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.